Event description:
It was reported that during a procedure at the user facility, the remb electric wiredriver would not shut off. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the remb electric wiredriver would not shut off. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was not duplicated; however, upon visual inspection, the diagnostic engineer found a corroded driveshaft assembly.